Event description:
It was reported during the implant procedure that the 4076 lead was not used due to implant damage. The 5076 lead was not used due to high impendances, high thresholds and no capture. The 4092 lead was not used due to no capture. None of the leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found and no defects or damages were appreciated on visual inspection. Evaluation summary: (B) (4) no anomalies found, however, a visual inspection revealed blood in/on the helix mechanism. Evaluation summary: (B) (4) no anomalies found however, a visual inspection showed that the helix was distorted/bent.